Event description:
It was reported to philips that the system did not start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This complaint was investigated by philips. According to the additional information collected, the case was created by error and there was no problem with the azurion system. This case was opened incorrectly. Philips has investigated this complaint. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not reportable. Philips received further information that the customer had incorrectly opened this complaint and there is no actual malfunction reported with the azurion system. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.